Event description:
It was reported that the interrogation report showed a short and fast ventricular high rate episode which was consistent with electromagnetic interference (emi). The device showed appropriate behavior by noise reversion. The patient reported using an electric toothbrush at the time the episode occurred. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092, implantable pacing lead, (B)(6) 2004. (B)(4).